Manufacturer narrative:
1038671-2023-02436.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2019 with a second optetrak logic polyethylene tibial insert (serial #: (B)(6). This device has not been explanted. It is stated that the "patient has suffered and continues to suffer injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; and bone loss". There is no other patient demographic or medical history available. There are no images of the device provided. No additional information is available.